Event description:
Information received indicates during testing 10 ml of water was used but pump only delivered 7.5 to 8 ml.

Manufacturer narrative:
Pump was out of calibration. The pump was calibrated to resolve.